Manufacturer narrative:
Occupation is lay user/patient. This event occurred in (B)(6). The meter and test strips were requested for investigation. The meter was returned. The tests strips were not returned. The meter was undamaged and was clean on the outside. Relevant retention test strips were measured with the returned meter with two high level control samples: qc testing results (qc range: 2.5 - 3.1 inr): qc 1: 3.0 inr, qc 2: 2.9 inr, qc 3: 3.0 inr. Linearity testing results (lin range 4.1 - 6.8 inr) lin 1: 5.2 inr, lin 2: 5.1 inr, lin 3: 5.2 inr. All inr values were within the specified target ranges. The returned customer material and retention material comply with the specification. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coagchek inrange meter serial number (B)(4). The initial result was 4.1 inr. This result was unexpected as it was too high. The customer tested on the meter two more times using different fingers with results of 3.0 inr and 2.9 inr. The customer's therapeutic range is 2 - 3 inr.